Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon loaded an aq2010v silicone three piece lens, +07.0 diopter, and the haptic broke. There was no patient contact. The reporter stated the cause of the event was unknown and no more information was available.

Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Based on the complaint history, work order search, device history record review, and product evaluation, a specific root cause of the event could not be determined. Claim #(B)(4).